Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the mid arm vein near the shoulder, the balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in the mid arm vein near the shoulder, the balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 035 av drug coated balloon has been received for the evaluation. On the visual evaluation, a crack was noted on the luer of the y-body. No other anomalies were noted to the device. On the functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the inflation luer. The catheter shaft was then cut and attached to a touhy adapter and the balloon was inflated to 10 atm. Balloon maintained pressure and no water was noted to be streaming from the balloon. No other functional testing performed. No evidence was noted for the rupture on the returned balloon. Therefore the investigation for the reported balloon rupture was unconfirmed, as no evidence was noted for the rupture on the returned balloon. The investigation for the identified crack was confirmed, as the crack was noted on the inflation luer of the y-body. A definitive root cause for the reported balloon rupture and the identified crack could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the mid arm vein near the shoulder, the balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the mid arm vein near the shoulder, the balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022).